Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a vibratory alert for non sustained lead noise. Upon investigation, it was noted the device was oversensing myopotentials and inhibiting pacing. Isometric testing showed no issues with the lead. No further information is available at this time.